Manufacturer narrative:
A service visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A doctor of ophthalmology reported that the vitreotome of a system did not work during a procedure. Surgery could be completed by changing the system. A system message was displayed during surgery. Additional information has been requested. This is one of two reports being filed for the same facility. This report is for the event that occurred on (B)(6) 2016.

Manufacturer narrative:
The system was examined by a company representative who did not indicate finding any issues that would be associated with the reported vitrectomy issue. However, the system message (sm) reported, was confirmed via event logs. The company representative upgraded the system with software changes, as a preventive measure. The system was tested and found to meet product specifications. The system met specifications at the time of release. The root cause of the reported system message can be attributed to the weakness of system software specifications. The reported occurrence of ¿vitrectomy function¿ is assumed to be the result of the system¿s safety features, disabling system functions until the source of the system message could be resolved.